Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the trailblazer angled catheter, issues were noted prior to use with the device being much shorter than the 150cm size indicated on the label. The procedure was associated with the peripheral arteries, specifically the superficial femoral artery, popliteal artery, and tibial/popliteal trunk. Problems were encountered when removing the device from the hoop/tray. A new device, not from medtronic, was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis size indicated on strain relief was (0.018in x 150cm) no damage observed to the tip of the catheter the over length of the catheter measured 90.5cm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.